Event description:
Monitor z4 failed on a chest pain call. After plugging the cables into our monitor the screen went black and the monitor appeared to "re-boot" itself and after the monitoring screen came back up there was a white box with red outline displayed stating "internal error" and that the monitor needed to be reset. This repeated several times. We turned the monitor off and then back on and continued to get the same error message.